Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device passed a charge and boot test. The data log was downloaded and retrieved. The data log was reviewed and no findings related to the complaint were observed within the investigation window. Receiver functional tests were performed and failed as no audio was heard from the device. Manual "try-it" tests were performed failed. The device was opened for an interior inspection and passed. Speaker audio intermittent tests were performed and failed. Speaker resistance was measured and was above device specification. The complaint confirmation of no audio output was confirmed. The root cause was determined to be a defective speaker.